Event description:
It was reported that, during holep procedure, the laser fiber broke between the physician's fingers causing a slight but not serious burn on the fingers. No further information provided on procedure or patient outcome.